Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: dvbb2d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 688 ventricular sic occurred since (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic. A total of 13 non-sustained tachycardia episodes and 5 lead failure predictor episodes of less than 200 ms cycle length were recorded between (B)(6) 2013.

Event description:
It was reported that one day post a device replacement procedure, a lead integrity alert was triggered for oversensing. Oversensing was observed during patient arm manipulations. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.